Manufacturer narrative:
Retainer ring: missing. On (B)(6) 2021 customer alleged device has cosmetic damage (damaged retainer ring) causing high bg's. The device passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Pump received with detached retainer ring. Unable to perform displacement test, occlusion test, and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon, cracked reservoir tube lip, cracked keypad overlay, missing display window/cover, broken reservoir tube lip, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage(damaged retainer ring) was confirmed during visual inspection where detached retainer ring was noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring: missing. On (B)(6) 2021, customer alleged insulin pump has cosmetic damage (damaged retainer ring) causing high blood glucose's. Device passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Device received with detached retainer ring. Unable to perform displacement test, occlusion test, and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon, cracked reservoir tube lip, cracked keypad overlay, missing display window/cover, broken reservoir tube lip, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where detached retainer ring, cracked reservoir tube lip and cracked keypad overlay was noted. Unable to confirm alleged high blood glucose's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted in error as the complaint text indicated that the retainer ring was not damaged.